Event description:
It was reported that during deployment of a stent graft at the anastomosis of a brachial vein a-v graft, resistance was encountered while pulling back the y-adapter. Additional force was used; however, the stent graft jumped forward during the deployment. The treatment site was adequately covered by the stent graft; therefore, no additional stent grafts were required to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.